Manufacturer narrative:
The reported events of noise and high impedance were not confirmed. As received, a complete lead was returned in one piece. The electrical testing did not find any indication of conductor fractures or internal shorts. The visual inspection of the lead did not find any anomalies with the exception of damage occurring at time of procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was increased pacing impedance and some episodes of noise noted on the right ventricular (rv) lead. The rv lead was explanted and replaced and the patient was in stable condition.